Manufacturer narrative:
Bawazir oa, altokhais ti. Hickman central venous catheters in children: open versus percutaneous technique. Ann vasc surg. 2020 oct;68:209-216. Doi: 10.1016/j.avsg.2020.04.059. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The study included 279 patients who had cvcs insertions from 2010 to 2020. Patients were divided into two groups according to the technique of insertion: group 1 (n ¼ 90) included patients who had the open cutdown method and group 2 (n ¼ 189) included patients it was reported in an article in the journal "annals of vascular surgery" titled, "hickman central venous catheters in children: open versus percutaneous technique", hickman double lumen catheter were inserted in 279 patients. There were totally 34 insertion complication which included 5 hematoma, 1 pneumothorax/hemothorax and 1 artery puncture. A total of 7 removal complications which included 4 bleeding, 1 migration to heart and 2 cases required additional incision. Multiple reasons were pointed out for catheter removal. Infection was the major cause (60 cases), malfunction/thrombosis/blockage was in 20 cases, leakage in 13 cases, catheter break in 5 cases and hematoma in 2 cases.

Event description:
The study included 279 patients who had cvcs insertions from 2010 to 2020. Patients were divided into two groups according to the technique of insertion: group 1 (n ¼ 90) included patients who had the open cutdown method and group 2 (n ¼ 189) included patients it was reported in an article in the journal "annals of vascular surgery" titled, "hickman central venous catheters in children: open versus percutaneous technique", hickman double lumen catheter were inserted in 279 patients. There were totally 34 insertion complication which included 5 hematoma, 1 pneumothorax/hemothorax and 1 artery puncture. A total of 7 removal complications which included 4 bleeding, 1 migration to heart and 2 cases required additional incision. Multiple reasons were pointed out for catheter removal. Infection was the major cause (60 cases), malfunction/thrombosis/blockage was in 20 cases, leakage in 13 cases, catheter break in 5 cases and hematoma in 2 cases.

Manufacturer narrative:
H11: bawazir oa, altokhais ti. Hickman central venous catheters in children: open versus percutaneous technique. Ann vasc surg. 2020 oct;68:209-216. Doi: 10.1016/j.avsg.2020.04.059. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported hematoma, pneumothorax, hemothorax, artery puncture, bleeding, migration, thrombosis, infection and blockage issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalogue number), g2, g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.